Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device will not start interrogation. Corrosion and contamination found on a printed circuit board assembly.

Event description:
It was reported by the patient's spouse that although the previously working remote monitor appeared to be receiving power, it did not respond when the start button was pressed. The monitor was attempted to be reset by unplugging and replugging in the power cord, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.